Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 600 mg/dl. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.